Event description:
Pt was practicing motocross going through 'rollers'. His right foot slipped off the motorcycle peg and hit the roller at an awkward angle, causing his acl to tear. He went to doctor to get an MRI and has a full acl tear. This will require surgery but the doctor is confident he will reach full recovery. No product failure occurred, however pt was wearing the cti ots at the time of the incident.